Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor showed incorrect spo2 values on (B)(6) 2018 for the patient in room (B)(6), bed (B)(6). The patient expired on the next day.

Manufacturer narrative:
Although the device worked as intended during the onsite testing, philips cannot rule out a malfunction of the x2. Attempts to obtain information have been unsuccessful and a clear cause for the reported event could not be established. No further investigation or action is warranted at this time.